Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "tap close. Check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.